Event description:
It was reported that the intra-aortic balloon pump (iabp) had a system error 7 during inspection/functional testing. It was noted that the user inserted/removed the umbilical cable repeatedly, but the alarm recurred. As a result, the iabp was replaced with a back-up one. There was no patient involvement.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of system error 7 alarm is not able to be confirmed. A distributor's technician serviced the pump and the display head assembly was replaced; however, no service report has been submitted. If the part is returned at a later date, a full investigation will be performed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a system error 7 during inspection/functional testing. It was noted that the user inserted/removed the umbilical cable repeatedly, but the alarm recurred. As a result, the iabp was replaced with a back-up one. There was no patient involvement.